Event description:
The customer tested her blood glucose and received a reading of 350 mg/dl. She retested using a track ease meter and rec'd a reading of 147 mg/dl. The difference between the readings falls in the "c" zone of the parks error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.